Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent altitude alarms when the customer was within labeled altitude range. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.